Event description:
The clinician reports the implant was inserted (B)(6) 2013 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding, abscess and fistula. No further patient complications were reported.